Event description:
During postoperative exam following routine cataract extraction with intraocular lens implant, the physician observed a crimped haptic on the lens. The lens was explanted 2 weeks after implant without complication or patient injury.

Manufacturer narrative:
The intraocular lens was not yet received for analysis. The iol met all manufacturing specifications prior to release. Additional information will be submitted following analysis of the iol.